Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been received. Synthes is unable to determine the MFR date without a lot number.

Event description:
During a procedure the threads of a 4.5mm cannulated screw peeled during insertion. The shaft of the screw was retrieved, the threads remain in the pt.